Manufacturer narrative:
The service center confirmed the report. The universal interface (ui) printed circuit board (pcb) was found to be faulty and was replaced. Unit passed testing.(B)(4).

Event description:
Covidien received information that this n65 pulse oximeter display is sporadically missing segments. The failure happened when the device was not being used on a patient.